Manufacturer narrative:
Additional devices listed in this report: cat 76-4107l, lot mrthp3, description: scorpio total stabilizer femoral left #7; cat 77-4005, lot mhhj99, description: scorpio, total stabilizer tibial tray, #5; cat 6478-6-655, lot gb1t1trn407, description: stryker, fluted stem extender, 21mm; cat 75-1-0710, lot 6xnmha/60vm, description: scorpio, disatl femoral augmentation block, #7. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
Knee revised due to infection after tka.

Manufacturer narrative:
Corrected data: expiration date and sterilot number. An event regarding infection involving a scorpio ts tib insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as further information is needed. A CAPA trend analysis concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
Knee revised due to infection after tka.